Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received full pump reset instructions, completed guided pump reset, and error did not appear again after reset.